Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported instance is tracked through software anomaly tracking database and references to this case have been added to that record. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used during a sacroiliac and thoracolumbar procedure. Intermittent 3d spin. It was reported that during a case on (B)(6), the 2d images worked fine but the site had trouble acquiring a 3d spin. The surgeon reported being able to continue with the images. It was clarified that 4 spins were taken, the first 3 spins showed as unresponsive on the mobile view station (mvs) (they could not scroll through the slices). The fourth spin was responsive. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.